Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The two friction-fit gold & ti abutment screws (mhlas) were not returned. Since product has not been returned, visual inspection. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Complaint history review by item number was conducted for the mhlas dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16; information identified: precautions, breakage. Complainant reported, that inherited patient presented in office on (B)(6) 2019 with a loosened screw. The reported event could not be verified with the information provided and no return of the reported device. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mhlas abutment screw loosened in the patient's mouth.